Event description:
It was reported that there was difficulty inserting the device down 15 mm trocar using a non traumatic grasper. When removing it by retracting on the band, the tubing came free from the backbone of the band. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.